Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03615. The patient received 2 trial scs leads with different lot numbers. It was reported the patient was not receiving effective stimulation intra-operatively after the trial scs leads were placed. Subsequently, the leads were repositioned and the trial procedure was completed. Later, the patient's stimulation moved to her kidneys. An additional surgical procedure was done to reposition the leads which resolved the issue. The last repositioning procedure was extended by 1 hour.